Event description:
The pt was seen in the outpatient pain center. She was to have an epidural steroid injection. After the needle was inserted, the physician noted a foreign body in the barrel of the syringe. He stated the object looked like a piece of brown paper. He stopped the procedure and sent the object for culture analysis as he was concerned with the sterility of the material. Culture results were negative. He believes that the item could have been injected had he had a larger needle attached. Dates of use: (B)(6) 2010 -- (B)(6) 2010. Diagnosis or reason for use: steroid injection. Event abated after use stopped or dose reduced: yes.